Event description:
It was later reported that the patient experienced pump stops whenever they moved. The driveline was exchanged on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section b5 information reported on (B)(6) 2019, under MDR-2019-40966-01, manufacturer report number 2916596-2019-04422, was later confirmed to be associated with a different patient and reported under MDR-2020-05647, manufacturer report number 2916596-2020-00733.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer investigation conclusion: a direct correlation between the reported pump stop on batteries and heartmate ii lvas, serial number: (B)(6) could not be conclusively established through this evaluation. The reported pump stop could not be confirmed through this evaluation. The center reported that the patient experienced a pump stop when connected to batteries. The patient was readmitted. It was later reported that the patient recovered and the driveline was cut on (B)(6) 2019. The distal end of the patient¿s driveline was disposed. The patient was reportedly doing fine. No log files were submitted. Heartmate ii lvas, serial number: (B)(6) was not explanted. The hmii lvas IFU addresses all system controller alarms (including pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop while connected to batteries on (B)(6) 2019. The patient was readmitted to the hospital for further therapy discussion. No further information was provided.